Event description:
It was reported, myopotential oversensing resulting in pacing inhibition was observed on the device. Reprogramming is anticipated but has not yet been performed. The patient was stable and will continue being monitored.